Event description:
A non health care professional calibration test did not pass. After skipping calibration, the infusion tip malfunctioned, resulting in continous fluid discharge and inability to shut off the flow during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).